Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006, a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain in the pocket. It was also reported that there was low impedance noted on the right atrial (ra) lead. The right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.